Event description:
It was reported that an over infusion was observed in a large volume infusor. The infusion of unknown medication ran over 5 hours instead of 24 hours. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13m048 was manufactured between november 19, 2013 - november 20, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.